Event description:
It was reported that on (B)(6) 2010, the patient underwent a promus stenting procedure in the proximal circumflex artery (pcx) with one 3.5 x 12 mm stent. On (B)(6) 2011, the patient underwent a routine coronary angiography which showed a 75% restenosis in the pcx. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization balloon angioplasty in the target vessel. The patient's condition resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.